Event description:
It was reported that this pacemaker exhibited code 1003, indicating that the device voltage was too low for the projected remaining capacity. However, the device could not be interrogated. Multiple attempts were made to interrogate. In the last interrogation attempt, it was revealed that the device went into safety mode. The device was explanted and replaced. No additional adverse patient effects were reported. Additional information received indicates that the device remains in hospital possession. Subsequently, the device was returned for analysis.

Manufacturer narrative:
Correction to field h11: additional MFR narrative. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was determined to be in safety mode and was exhibiting pacing pulses consistent with safety mode parameters. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source to test the performance of the hybrid circuit. Testing of the hybrid circuit confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause could not be conclusively determined.

Event description:
It was reported that this pacemaker exhibited code 1003, indicating that the device voltage was too low for the projected remaining capacity. However, the device could not be interrogated. Multiple attempts were made to interrogate. In the last interrogation attempt, it was revealed that the device went into safety mode. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device could not be interrogated and was exhibiting no pacing pulses. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source to test the performance of the hybrid circuit. Testing of the hybrid circuit confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause could not be conclusively determined.

Event description:
It was reported that this pacemaker exhibited code 1003, indicating that the device voltage was too low for the projected remaining capacity. However, the device could not be interrogated. Multiple attempts were made to interrogate. In the last interrogation attempt, it was revealed that the device went into safety mode. The device was explanted and replaced. No additional adverse patient effects were reported. Additional information received indicates that the device remains in hospital possession. Subsequently, the device was returned for analysis.